Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found a break in the vacuum tubing on the rinse mechanism. He replaced the broken vacuum tubing, initialized the system, and performed a cellblank measurement and ise checks. The customer performed routine calibration and qc with passing results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen sodium results from the cobas 6000 c 501 module. Sample a initial result was 171 mmol/l and the repeat result was 139 mmol/l. Sample b initial result was 173 mmol/l and the repeat result was 139 mmol/l. Sample c initial result was 153 mmol/l and the repeat result was 139 mmol/l. The questionable results were not reported outside of the laboratory.